Event description:
It was reported that a micro-dislodgment occurred on the atrial lead, years ago, shortly after implant. The lead was reprogrammed and remained in use. The lead had very small p-waves and no capture. The physician decided to cap the atrial lead and replace it during a routine generator change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.